Manufacturer narrative:
H11: livanova field service engineer was dispatched to customer facility and to solve the issue the s5 double roller pump 85 was replaced. Functional tests passed positively and unit was returned to service. A review of the device service history has been conducted, confirming that no similar events have been occurred since manufacturing date and no concerning trends have been identified. Based on investigation findings, the root cause has been identified in a defective pump head. The wearing of electro-mechanical devices can be originated by the specific use condition at customer site that may have contributed to the event, such as movements or liquids penetration. However, there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the s5 double roller pump 85. The incident occurred in india. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. Motor control board (hms) and printed circuit board (pcb) were cross checked, however the problem remained. Involved s5 double roller pump 85 was not working. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 double roller pump 85 gave two (2) error messages (431 and 442 codes) related to a fault in motor controller. The issue occurred during priming. There was no patient involvement.